Event description:
It was reported that the during impedance measurement testing at followup, the egm screen showed noise signals on the atrial and ventricular channels. The device started charging then aborted before a shock was delivered. The aborted shock was not stored. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.